Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was instructed to clean the pneumatic tap area and attempt reloading, but the issue persisted. Eventually, the customer loaded a new cartridge independently and was able to resume insulin, although they encountered a new fill estimate issue. The case was closed by technical support.